Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("essure micro-insert migration") and pregnancy with contraceptive device ("first post implant pregnancy") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), pelvic pain ("pain including pelvic pain"), depression ("depression") and anxiety ("mental anguish"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. At the time of the report, the device dislocation, pregnancy with contraceptive device, pelvic pain, depression and anxiety outcome was unknown. The pregnancy outcome was not reported. The reporter considered anxiety, depression, device dislocation, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: she suffered physical pain and emotional anguish because of the essure device. The (B)(4) case has been created for other pregnancy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure micro-insert migration") and pregnancy with contraceptive device ("first post implant pregnancy") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pain including pelvic pain"), depression ("depression") and anxiety ("mental anguish") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). At the time of the report, the device dislocation, pregnancy with contraceptive device, pelvic pain, depression and anxiety outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered anxiety, depression, device dislocation, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: she suffered physical pain and emotional anguish because of the essure device. (B)(4) case has been created for other pregnancy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure micro-insert migration') and pregnancy with contraceptive device ('first post implant pregnancy / pregnancy (no complications)') in a 26-year-old female patient who had essure (batch no. 880431-r, 871978-l) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included spinal column injury on (B)(6) 2015, chronic sinusitis (setoplasty) on (B)(6) 2011, uterine contractions during pregnancy, cholestasis of pregnancy, pruritus, feeling sick, tiredness, dehydration, motor vehicle accident, spotting vaginal, abdominal cramp, vaginal discharge, sleep loss, parity 4 (date of birth: (B)(6) 2005, (B)(6) 2006, (B)(6) 2013, (B)(6) 2016.), deviated nasal septum and septoplasty. Her urinalysis is negative negative post essure hysterosalpingogram. Previously administered products included for prevent pregnancy: mirena iud from 2009 to (B)(6) 2012. Concurrent conditions included vomiting in pregnancy and sleep loss. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2012 to (B)(6) 2012 for contraception as well as cyclobenzaprine from (B)(6) 2014 to (B)(6) 2015, diclofenac from (B)(6) 2014 to (B)(6) 2015, metoclopramide from (B)(6) 2015 to (B)(6) 2016 and minerals nos;vitamins nos (prenatal vitamins). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), 23 days after insertion of essure. On (B)(6) 2013, the patient experienced anxiety ("pschylogical or psychiatric problems conditions: depression and mental anguish") and depression ("pschylogical or psychiatric problems conditions: depression and mental anguish"). On (B)(6) 2013, the patient experienced device dislocation (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced pelvic pain ("pain including pelvic pain/ pain"), nausea ("nausea"), back pain ("lower back pain") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain lower ("lower abdomen pain") and device expulsion ("expulsion of essure device"). The patient was treated with ondansetron (zofran). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, pelvic pain, menorrhagia, vaginal haemorrhage, nausea, back pain, anxiety, depression, fatigue, abdominal pain lower and device expulsion outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, anxiety, back pain, depression, device dislocation, device expulsion, fatigue, menorrhagia, nausea, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: this case is linked to another 2 pregnancies which have been captured under 2018-180354 and 2019-104298. A hysteroscope was placed into the uterus under aseptic technique. We had to remove her mirena iud because it was blocking visualization of both tubal ostia and then an essure coil was placed into each tube without complications, first, on the right side, and then on the left side with 5 trailing coils remaining. Patient tolerated the procedure well she was currently planning for essure removal. On the right side, and then on the left side with 5 trailing coils remaining. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6) 2015: shows the cervix. That's posterior it soft but closed, uneffaced. At this and was sent earlier than that which is come back positive.. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2013: normal appearing single intrauterine pregnancy gestational age 11 weeks one day. Benign follicular cysts both maternal ovaries left essure coil noted, right essure coil not seen with certainty on today's study. Normal fetal anatomy.; on (B)(6) 2013: obstetric ultrasound with fetal size is small for gestational age. The estimated fetal size is approximately 3 weeks behind. The patient has irregular periods didn't remember when she looked had her last. Menstrual period and a dd was based on a last menstrual period and not a previous ultrasound. We will have the patient return in 4 weeks for a repeat ultrasound to confirm gestational age. Normal fetal anatomy.; on (B)(6) 2015: single live intrauterine pregnancy measures approximately 16 weeks 5 days +/-1 week one day.estimated due date (B)(6) 2016. Routine second trimester anatomic evaluation recommended; on (B)(6) 2015: single, live, intrauterine gestation, estimated gestational age of 35 weeks 5 days. There has been appropriate interval growth of the fetus and compared to prior study. The previously determined ultrasonic estimated date of confinement is still valid.; on (B)(6) 2015: up at 34w2d by 16 week 5 day ultrasound. She is having uterine contractions every 5-6 minutes. She's had a cervical change since she was last seen on ob 4 days ago. She is gone from long and closed to 2 cm and 40% effaced. She remains high. Vertex presentation confirmed by ultrasound. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: nausea, back pain, lower abdominal pain. Lot number: 871978 manufacture date: 2011-06 expiration date: 2014-06. Lot number: 880431 manufacture date: 2011-07 expiration date: 2014-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-may-2019: quality safety evaluation of product technical complaint incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure micro-insert migration') and pregnancy with contraceptive device ('first post implant pregnancy / pregnancy (no complications)') in a 26-year-old female patient who had essure (batch no. 880431-r, 871978-l) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included spinal column injury on (B)(6) 2015, chronic sinusitis (setoplasty) on (B)(6) 2011, uterine contractions during pregnancy, cholestasis of pregnancy, pruritus, feeling sick, tiredness, dehydration, motor vehicle accident, spotting vaginal, abdominal cramp, vaginal discharge, sleep loss, parity 4 (date of birth: (B)(6) 2005, (B)(6) 2006, (B)(6) 2013, (B)(6) 2016.), deviated nasal septum and septoplasty. Her urinalysis is negative post essure hysterosalpingogram. Previously administered products included for prevent pregnancy: mirena iud from 2009 to 9-mar-2012. Concurrent conditions included vomiting in pregnancy and sleep loss. Concomitant products included medroxyprogesterone acetate (depo provera) from 9-mar-2012 to 9-jun-2012 for contraception as well as ascorbic acid;betacarotene;calcium sulfate;colecalciferol;cyanocobalamin;ferrous fumarate;folic acid;nicotinamide;pyridoxine hydrochloride;retinol acetate;riboflavin;thiamine mononitrate;tocopheryl acetate;zinc oxide (prenatal vitamins) from 4-aug-2015 to 22-mar-2016, cyclobenzaprine from 7-oct-2014 to 4-aug-2015, diclofenac from 7-oct-2014 to 4-aug-2015 and metoclopramide from 28-jul-2015 to 19-jan-2016. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), 23 days after insertion of essure. On (B)(6) 2013, the patient experienced anxiety ("pschylogical or psychiatric problems conditions: depression and mental anguish") and depression ("pschylogical or psychiatric problems conditions: depression and mental anguish"). On (B)(6) 2013, the patient experienced device dislocation (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced pelvic pain ("pain including pelvic pain/ pain"), nausea ("nausea"), back pain ("lower back pain") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain lower ("lower abdomen pain") and device expulsion ("expulsion of essure device"). The patient was treated with ondansetron (zofran). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, pelvic pain, menorrhagia, vaginal haemorrhage, nausea, back pain, anxiety, depression, fatigue, abdominal pain lower and device expulsion outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, anxiety, back pain, depression, device dislocation, device expulsion, fatigue, menorrhagia, nausea, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: this case is linked to another 2 pregnancies which have been captured under (B)(4). A hysteroscope was placed into the uterus under aseptic technique. We had to remove her mirena iud because it was blocking visualization of both tubal ostia and then an essure coil was placed into each tube without complications, first, on the right side, and then on the left side with 5 trailing coils remaining. Patient tolerated the procedure well she was currently planning for essure removal. On the right side, and then on the left side with 5 trailing coils remaining. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6) 2015: shows the cervix. That's posterior it soft but closed, uneffaced. At this and was sent earlier than that which is come back positive.. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2013: normal appearing single intrauterine pregnancy gestational age 11 weeks one day. Benign follicular cysts both maternal ovaries left essure coil noted, right essure coil not seen with certainty on today's study. Normal fetal anatomy.; on (B)(6) 2013: obstetric ultrasound with fetal size is small for gestational age. The estimated fetal size is approximately 3 weeks behind. The patient has irregular periods didn't remember when she looked had her last. Menstrual period and a dd was based on a last menstrual period and not a previous ultrasound. We will have the patient return in 4 weeks for a repeat ultrasound to confirm gestational age. Normal fetal anatomy.; on (B)(6) 2015: single live intrauterine pregnancy measures approximately 16 weeks 5 days +/-1 week one day. Estimated due date (B)(6) 2016. Routine second trimester anatomic evaluation recommended; on (B)(6) 2015: single, live, intrauterine gestation, estimated gestational age of 35 weeks 5 days. There has been appropriate interval growth of the fetus and compared to prior study. The previously determined ultrasonic estimated date of confinement is still valid.; on (B)(6) 2015: up at 34w2d by 16 week 5 day ultrasound. She is having uterine contractions every 5-6 minutes. She's had a cervical change since she was last seen on ob 4 days ago. She is gone from long and closed to 2 cm and 40% effaced. She remains high. Vertex presentation confirmed by ultrasound. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: nausea, back pain, lower abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-may-2019: plaintiff fact sheet and medical record received: lot number added. Pregnancy outcome updated, patient demographic added. New events added: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), nausea, expulsion of essure device, lower abdominal pain, fatigue were added. Medical history were added. Lab data were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.